Event description:
Syringe pump alarmed saying "motor malfunction." Pump was infusing milrinone. Rn checked the syringe and noticed that no volume had infused to the patient. The pump was programmed correctly and was displaying the correct volume delivered. The milrinone syringe was changed the day prior, but there remained a full 50ml in the syringe. This was difficult to notice because the medication was infusing at a rate on 0.263ml/hr. Rn immediately switched pumps and tagged the defective one for maintenance.upon clinical engineering investigation it was confirmed the pump history included "motor rate error". Clinical engineering reprogrammed the exact infusion using a 60 cc syringe and at the end the pump alarmed "rate below recommended minimum for syringe size". The rate was 0.263 ml/hr.